Event description:
The physician reported that a portion of the green part of pressurewire (pw) aeris peeled away during the procedure while in the pt's artery. Blood clot filters were being used when the damage occurred and while being removed some pw fragments were observed. The physician reported that they used the device as usual. The pt was reported to be stable.